Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that noise was observed on the stored episodes. It was thought it may have been related to a noisy electromagnetic interference (emi) environment. The patient did not have any symptoms during the episode. The device remains in use. No patient complications have been reported as a result of this event.